Event description:
The customer returned product for device did not switch on, during physical inspection it was found that the device had a damaged(detached) downstream occlusion (dso) seal, and defective sensor. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported problem could not be confirmed however, visual tests found a damaged(detached) downstream occlusion (dso) seal, scratched lens, and a damaged battery compartment. The functional tests were performed and found a defective found defective dso sensor. The dso seal, sensor, lens, battery compartment, battery compartment will be replaced.